Manufacturer narrative:
The explanted corneal inlay is not available for evaluation. The device history record review of the manufacturing lot for this device was performed and there were no discrepancies or unusual findings related to the reported issue. Inlay shifts in position is listed in the device labeling as a known potential risk. (B)(4).

Event description:
The patient underwent uneventful implantation of the raindrop corneal inlay in the right eye on (B)(6) 2017. One day postoperatively, the inlay decentered approximately 4-5 mm inferiorly and the inlay was explanted at this time; a new raindrop inlay was implanted on (B)(6) 2017. The surgeon reports that corneal edema was a contributing factor.